Event description:
The pt presented with endocarditis and was treated with amoxicillin. The event was then resolved with sequelae of persistence aortic regurgitation. The pt is reported to be doing fine and discharged home. The infection was resolved; however, there was persistent regurgitation. The device remains implanted.

Manufacturer narrative:
The results of this investigation are inconclusive since the valve remains implanted. There was no evidence found to suggest there was an intrinsic defect in the valve, as supported by review of the valve's device history record. The cause of the reported endocarditis remains unk.